Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with total abdominal hysterectomy and burch procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that patient underwent diagnostic laparoscopy, bilateral hydrosalpinges, left ovarian cystectomy and lysis of adhesions on (B)(6) 2013 due to pelvic inflammatory disease and pelvic abscess. It was reported that patient underwent exploratory laparotomy, lysis of adhesions, removal of mersilene mesh, transvaginal closure of vaginotomy, primary enterotomy repair, align retropubic midurethral sling, cystoscopy and posterior colpoperineorrhaphy on (B)(6) 2014 due to transvaginal mesh erosion, abdominal pain, sui and pop. (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that following the procedure the patient experienced bleeding. No additional information was provided.